Event description:
The day after the initial implant procedure, episodes of oversensing, high capture threshold, and high pacing impedance were observed on the right ventricular (rv) lead. X-ray imaging was performed, but no abnormalities were observed. The physician elected to perform a revision procedure. During the revision, it was found that the set screws had not been fully tightened during the initial implant procedure. The set screws were tightened, and all electrical measurements were normal. No allegation of malfunction was made against the device, and the reported event was attributed to user error. The patient was in stable condition.